Event description:
It was reported the pt lifted something and felt a 'pop' in her back. The pt can feel something pointed under the skin. The x-rays revealed no anomalies.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.